Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available, it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the screw broke into the shoulder. No broken pieces were left inside the patient. The procedure was completed successfully.

Manufacturer narrative:
The device manufacture date is not known. Alleged failure: screw break. Probable root cause: poor autoclave reliability; shear pin failure in handle. (Proximal end of device); use error. The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the screw broke into the shoulder. No broken pieces were left inside the patient. The procedure was completed successfully